Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the "error 2" and "error 4" messages. At the time of the call, the patient did not allege any harm or injury. Two days later, the pt contacted lfs alleging the same two error messages and claimed that, she developed symptoms of sweating after the error messages began. The medical affairs specialist called the pt on june 4, 2008 and obtained additional info regarding the reported incident. The pt stated she should test 6x/day (before and after meals) and also takes 1.5 pill of glyburide daily. During her lfs call on original date, the error messages were resolved with training. After the call, the pt claimed she got the error messages again. She attempted to retest but the error messages persisted. On the next day, the pt reportedly work up sweating. She did not test at this time and administered self-treatment with food/drink and felt better afterwards. The pt was unable to recall when she last obtained a successful meter reading before waking up seating; however, she recalled getting the error message the night before. The pt was unable to provide details, such as her activity levels and meals, the night before her symptoms began. Later at an unspecified time, she tried to test again on the meter but got the error messages, so she contacted lfs on the following day morning for assistance. The customer care advocate (cca) went through troubleshooting with the pt and verified that the correct technique was used for testing. The cca noted that the reported issues were resolved when testing with a new vial of test strips. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms (sweating) suggestive of severe hypoglycemia after the "error 2" and "error 4" issues began. In addition, the error messages were not resolved with the reported test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.